Event description:
It was reported that guidewire coating peeled off. A 185cm pt2 guidewire was selected for use. However, during advancing, the physician felt that the wire was different than usual. After procedure, it was noted that the coating or the wire was slightly peeled off. The procedure was completed with another of the same device. No patient complications nor injuries reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. The guidewire was returned inside of a protective hoop. The device was easily removed from the protective hoop. The returned guidewire had the distal tip bent. The coating of the guidewire was carefully inspected and no damages nor deformations were found on its surface. No more visual damages were encountered.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that guidewire coating peeled off. A 185cm pt2 guidewire was selected for use. However, during advancing, the physician felt that the wire was different than usual. After procedure, it was noted that the coating or the wire was slightly peeled off. The procedure was completed with another of the same device. No patient complications nor injuries reported.